Manufacturer narrative:
A specific cause for the reported leukocytosis and a direct correlation between heartmate 3 lvas, serial number (B)(6) and the reported events could not be conclusively determined through this evaluation. The submitted log files appear to capture the device functioning as intended at or above the low speed limit with no atypical alarms or events. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No product is available for investigation. The current heartmate 3 lvas IFU lists localized, driveline, and pump pocket or pseudo pocket infection as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. This ifue and the hm3 lvas patient handbook both outline care instructions for preventing infection. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section b5: correction. The additional information was inadvertently not included in the previous supplemental report. The mentioned recent sepsis was reported under MFR. #2916596-2019-03024.

Event description:
Additional information: the patient was admitted for observation due to recent sepsis. It was reported that there were no positive blood cultures. The patient was treated empirically inpatient with antibiotics, but was not discharged with antibiotics. Acute on chronic heart failure was diagnosed and the patient's heart failure medications were adjusted. The patient was discharged on (B)(6) 2019.

Manufacturer narrative:
Section d4: the heartmate 3 left ventricular assist system (lvas) was implanted during the momentum 3 clinical trial, ide# g140113. FDA approval for heartmate 3 lvas was received on (B)(6) 2017. The gtin unique device identifier for the commercial heartmate 3 lvas is 00813024013297.

Manufacturer narrative:
The approximate age of the device was 54 days. No further information was provided. The patient remains ongoing on the device. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2019. It was reported that the patient was admitted to the hospital for dyspnea and leukocytosis. On (B)(6) 2019 the patient experienced a brief pre-syncopal event while in physical therapy. The patient's hemodynamics and lvad parameters remained stable. A speed increase was noted on (B)(6) 2019. Treatment included diuresis and blood pressure management. The patient had a slight drop in hemoglobin and hematocrit. Blood cultures were obtained and as of the third day no growth was seen. No further information was provided.